Event description:
Reported as "leaking access port replaced in 2002 and erosion of the lap band with removal scheduled for 2004".

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of erosion as follows: caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. This complaint is associated with #2024601-2004-00687.